Event description:
This report summarizes 12 malfunction events in which the device was shedding metal debris. - 11 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 12 previously reported events are included in this follow-up record. Product return status 11 devices were received. 1 device was not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 6 devices were received. 6 device investigation types have not yet been determined. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes 12 malfunction events in which the device was shedding metal debris. - 11 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had patient involvement; no patient impact.